Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that upon opening the sterile box, the doctor realized that the catheter was longer than usual, and it ended at the middle of the ring of the stylet. According to the report, the doctor washed the surface and tried to remove the stylet, but the action was difficult to perform. Reportedly, the catheter was never implanted and was replaced with another catheter. There was no patient impact.

Manufacturer narrative:
Approximately 18 cm of the catheter was returned. The returned catheter was patent and met the requirements for leak testing. The distal end of the catheter appears to be jagged. It is unknown how or when this damage occurred. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.